Manufacturer narrative:
(B)(4). D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. G2: foreign - event occurred in canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the edge of a metal handle deformed and became sharp and hazardous to the user, and the plastic impactor end also deformed. There was no patient involvement. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2-h4, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.